Event description:
Dealer stated that the hanger attachment for the front riggings on an unknown wheelchair is welded incorrectly, causing one of the footrest to stick out further than the other side.